Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2024 , product type lead product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2024 , product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 28-may-2028, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 28-may-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) via friend/family member who was implanted with an implantable neurostimulator (ins). The reason for call was that everything was working fine after the ins was programmed last week, however something was not working now. Caller stated that the patient was not getting the stimulation and that the issue started yesterday. Caller said that the patient had a funny feeling that something wasn't connected right and that it felt like a wire may have came loose or something. Caller said that the pt really hadn't been doing anything (activity-wise). Caller said that the ins was really hot in the pt's back. Caller noted that it was two reps that programmed the ins last week and they wanted a rep to be at the pt's appointment with healthcare provider (hcp) on friday at 1 pm. Caller said that they also didn't want the pt to be in pain until friday so they were hoping to get in to see hcp sooner than friday as well. Agent redirected caller to patient's healthcare provider to further address the issue.